Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical assistance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced low blood glucose (bg) levels of 1.7 mmol/l (30.6 mg/dl) and losing consciousness, while wearing the pod on the arm. The paramedics were called to assist the patient, removed the pod and provided glucose intravenously or tablets.